Event description:
Customer reported in 2007 at approximately 5:30 pm vancomycin was administered through a ventriculostomy tube/drain to 23yom with history of spinal bifida and frequent hospitalizations due to hydrocephaly. After administration of vancomycin, drain was clamped for absorption for 3 hours per order and then drain was to be unclamped. At approximately 10:20 pm, patient was found unresponsive and team was called. Investigation is ongoing, and focusing on whether the drain was adequately draining. Patient was taken off life support and expired on the next day.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated, and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.